Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Patient stated insert u-500 insulin was used with the omnipod system which is considered off-label use. The marketed and released device is only intended to be used with u-100 insulin. This user warning is in the applicable labeling as referenced below: omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 introduction / page x. Warning: the omnipod system is designed to use rapid-acting u-100 insulin. The following u-100 rapid-acting insulin analogs have been tested and found to be safe for use in the pod: novolog®/novorapid®, humalog®, or apidra®. Novolog® is compatible with the omnipod system for use up to 72 hours (3 days). Before using a different insulin with the omnipod system, check the insulin drug label to make sure it can be used with a pump. Refer to the insulin labeling and follow your healthcare provider¿s directions for how often to replace the pod.

Event description:
It was reported that the patient had been taken by ambulance and hospitalized due to hypoglycemia and loss of consciousness. The patient's blood glucose levels dropped to 31 mg/dl while wearing the pod. The patient was treated with d50 intravenous fluids and sugar water, given food that was not eaten, administered a catheter, blood work and a computed tomography scan were performed. Use of the omnipod system was also interrupted and patient was given trajundie 1000 mg as a backup method. Patient spent a total of 4 days in the hospital.

Manufacturer narrative:
Correction to d1 - brand name changed from omnipod insulin pump to omnipod insulin management system. Correction to d(4): catalog no changed from unavailable to zxp425. Correction to g(5): PMA/510(k) # changed from unavailable to k192659.